Manufacturer narrative:
Correction: this device is no longer reportable as there were no allegations of deficiency made against this device.

Event description:
Additional information indicates the system was functional; however, it was explanted due to the patient needing mris outside the conditionality of the device.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48134. It was reported that the patient had their system explanted on (B)(6) 2020 for an unknown reason.